Event description:
It was reported that customer received a bard 12fr coude pre-lubricated catheter from the doctor and while using it caused them injury and they had to go to the emergency room (ER) and had a 16fr foley catheter inserted. The doctor informed patient that they thought the catheter was too small for their urethra causing it to bend and cause issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "lack of existing patient/caregiver/physician education/physician screening user error". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.